Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that one shock at 200 joules was delivered to a patient. The medics continued CPR and then decided to deliver a second shock, however, the device would not allow discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.